Manufacturer narrative:
Correction was made to update the mfg. Site ID. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient had already had stenosis and the MRI showed fluid or blood in that area. The patient could now stand and was in physical therapy.

Manufacturer narrative:
Continuation of d10: product ID: 977d260, lot# va361el013, product type: screening device. Product ID: 9 77d260, lot# va361el013, product type: screening device. Product ID: 977d260, lot# va361el013, product type: screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977d260 lot# va361el013 product type screening device product ID 9 77d260 lot# va361el013 product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(6), ubd: 07-aug-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a trial lead procedure, the patient experienced post-surgery symptoms including weak and unable to stand, could not move their left leg, and numbness in the left leg. The patient was hospitalized and subsequently transferred to another hospital. Upon arrival in recovery, the patient was unable to move the left leg and reported numbness. The trial leads were removed, and a computed tomography scan was performed. On the day of transfer, the patient regained movement in both legs but remained unable to stand. The issue is ongoing and the patient remains alive with injury